Event description:
The user facility reported an impella cp was implanted in a 59-year-old male patient for mechanical circulatory support. The impella was placed via the patient¿s right femoral artery, it was noted that the impella cp was under the papillary muscle and measuring deep within. The physician declined repositioning, the physician elected to wean and explant the impella device.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.